Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.10 ng/ml on a pt. Same sample repeated using an I-stat cardiac troponin I cartridge yielded a result of 0.01 ng/ml.